Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
\Medtronic received a report that the stent did not open at the distal region. The doctor removed the system as it wasn't possible to release the pipeline, and a different size pipeline (5x16) was implanted. The distal end of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open and the pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. There was moderate friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location and the pipeline did not miss the landing zone. The pipeline did not jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. There were no side branches covered by the pipeline and the tip of the catheter was not moved during deployment. The device was not used off label and was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. A dapt (dual antiplatelet treatment) was notadministered. The angiographic result p ost procedure was great after the pipeline 5x16 was implanted. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 6mm and a 6mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include: penumbra - neuromax 6f - pnml6f088904 - lot: h10995, penumbra - headway 27 - mc272156s - lot: 135437.